Manufacturer narrative:
H4: the lot was manufactured between june 8, 2023 and june 9, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked fluid from an unspecified location; further described as "overflow issues". This event occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.